Manufacturer narrative:
Detailed product information was not provided to bsc. A good faith effort was made to obtain the batch/lot number and other relevant details; however, this information could not be retrieved. As a result, the complete UDI and other product-specific information are unavailable. A supplemental report will be submitted if additional details become available.

Event description:
It was reported that patient complications occurred. The patient presented with ischemic heart disease and was treated via percutaneous coronary intervention. An opticross hd was selected for intravascular ultrasound (ivus) of the affected vessel. During pullback, a signal drop was noted - presumed to be microbubbles. The operating physician subsequently flushed the catheter with the purging syringe to clear the microbubble and to improve image quality. The patient experienced chest pain, an air embolism and st elevation present on the electrocardiogram (ECG). The pain and st elevation subsided after ivus. No intervention was necessary.